Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there were foreign objects found in the air/water cylinder and the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign objects found in the air/water cylinder and air/water tube, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the angle in the up direction did not meet the standard value due to wear of the angle wire; the plastic distal end cover was scratched; and the adhesives around the light guide lens and the bending section cover were cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Per additional information received, it is uncertain if there was deviation from IFU (instructions for use) on reprocessing steps for the air/water cylinder and channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.